Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the packaging was not returned. The reported patient effects of hematoma, hemorrhage, fistula, and pseudoaneurysm are listed in the perclose proglide instructions for use as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effects of unspecified infection and medication required, and the relationship to the product, if any, cannot be determined. Based on the information reported through the research article, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to the case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment article titled: "percutaneous arterial closure devices and ultrasound-guided trans-femoral puncture observational investigation: insights from the petronio registry". D4- the UDI is not known as the part and lot number were not provided.

Event description:
This study evaluated ¿the safety of a single and combined user of ultrasound-guided femoral puncture (u) and percutaneous arterial closure devices (p) in femoral artery procedures (fap) compared to fluoroscopic guidance (f) and manual compression (m) in a large radial-focused interventional centre¿. Multiple vascular closure techniques were discussed, including the use of proglide devices. There were fluoroscopy-guided punctures where proglide (f/p) were used as well as ultrasound-guided punctures where proglide (u/p) were used. The article also stated that ¿proglide device has shown superior efficacy as compare with prostar xl in structural heart procedures with a greater reduction of adverse events at short-term, primarily drive by lower bleeding complications. ¿ although some complications were noted with all vascular closure techniques discussed, the complications specifically for proglide devices included: vascular complications, hematomas (>4 cm) requiring blood transfusion, retroperitoneal bleeding, arteriovenous (av) fistula, vascular invasive procedure (endovascular surgery), prolonged hospitalization, and pseudoaneurysm. The study concluded that ¿ultrasound-guided femoral puncture and percutaneous arterial closure devices has reduced access site bleedings with a progressive improvement after the first 6 months learning period¿. Specific patient information is documented as unknown. Details are listed in the article, titled "percutaneous arterial closure devices and ultrasound-guided trans-femoral puncture observational investigation: insights from the petronio registry".